Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. H11: detailed product information was not provided to bsc. It was reported as unavailable per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025. During hydrodissection of the perirectal space, several punctures occurred and some saline solution flowed into the rectum. Gas formed and obstructed the image of the echocardiogram. As a result, an ectopic placement of approximately 6.7 cc of hydrogel were injected into the rectal wall. The patient is under observation. It was reported that the patient will receive intensity-modulated radiation therapy (imrt), a total dose of 60 gy and 20 fractions.